Event description:
On (B)(6) 2011, 3dmax mesh was put on a r inguinal hernia. In the spring of 2014, I started having stomach pain, I didn't have insurance at the time so I tried to tough it out, but the pain kept getting worse and spreading. I was able to deal with it until I started getting dull and sharp pains in my back that would put me on the floor in tears. I went to the (B)(6), on (B)(6) 2015 and (B)(6) 2016 (that's where the mesh was put in) still at that time I had no idea about people having problems with mesh at all. I did tell them that I had a mesh implant, they did cat scan and ultrasound and seen nothing wrong, told me to go to urologist. In the mean time, I was able to get medicated and got a pcp he told me to see a urologist or general surgeon. Then I got a letter in the mail saying my pcp is done he is retiring at the sudden. Went to a urologist 4 times 45min. Away (car ride was very painful) and he did nothing but told me to make an appt with a general surgeon which was in the same office. The surgeon didn't understand why the urologist even sent me to him. By the time I was fed up with them but I went to see the urologist for my last appt, drove all the way there again and he told me to come back in six months. I wanted to hurt him bad. I walked out and have not been back. So my next step I went to get a colonoscopy, the dr said he didn't see anything wrong besides what he called a loopdy loop which is more seen in females, whatever a loopdy loop is, and sent me on my way, this was on (B)(6) 2016. Then I began to get a lump on my left pelvis which is about 2 inches across and sticks out about 11/2 - 2 inches and hurt most of the time, plus if I shine a light up threw my scrotum. My right testicle is missing or shriveled up I have major pain and swelling in all along both sides of my groin. I've recently noticed my joints are really sore, a hard lump has grown on my left elbow and left index finger knuckle, don't know if they are part of the whole mesh thing or not. I don't know where to turn or who to see without waisting my time. I'm not able to work because I never know how bad the pain is going to be, sometimes it is not too bad, but other times it hurts so bad I can't hardly walk. I've been mooching off my parents for long enough, they don't afford to keep supporting me.